Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen. During troubleshooting with tandem technical support, the customer was able to clear the frozen display and access the pump screen. Customer's blood glucose was 200 mg/dl.